Event description:
It was reported that during a posterior lumbar interbody fusion (plif) surgery, a product was being inserted into the disc space (levels implanted: l4-l5). The distal aspect of the spacer fractured causing the nerve root to be impacted. The patient had mild pain. The patient was re-evaluated the next day. The product was used in the patient and no fragments were left inside the patient. The patient felt pain on the side after surgery. A new spacer was placed without incident in the revision surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Microscopic inspection identified a multimodal fracture, with approximately half the cross-sectional area identified to be a brittle fracture. Rays were emanating from the root of the thread. No discernible thread damage on either side of the fracture, and the other half a quasi-brittle fracture with increased material deformation and directional riverlines.